Event description:
It was reported that during a robotic laparoscopic nissen fundoplication procedure, the arm cart assembly (aca) initially experienced multiple calibration failures. After several attempts, calibration was eventually completed successfully. At the end of the procedure, while undocking the robot from the trocars, the arm became blocked and generated a recoverable arm error. The issue was resolved by rebooting the aca, after which normal operation resumed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.